Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that blood glucose reading was 90, but sensor glucose was reading 43. Customer's current blood glucose level was not included in the report. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Findings: reliability analysis: inspected 3 opened/used enlite sensors and performed bicarbonate buffer test dop114-830. All 3 sensors passed per spec. Unable to confirm needle complaint due to customer did not return insertion needle sensor only.